Event description:
Philips received a complaint on a suresigns vs4 nbp, spo2 indicating that the device was displaying elevated vital sign readings. Upon initial follow-up, facility staff clarified that the concern involved high blood pressure (nbp) readings observed overnight. Staff indicated they had attempted to use a different machine; however, they were unsure whether different hoses or cuffs had been used during troubleshooting. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
Biomed contacted the facility to gather additional details and inquired whether alternate cables and cuffs had been tested. Staff confirmed that these components had not been changed and agreed to perform further troubleshooting and provide an update. The customer later reported that the issue persisted. A biomed technician subsequently visited the site to evaluate the device and verified that the non-invasive blood pressure (nbp) readings were consistently elevated. During calibration testing, the unit failed to exceed the minimum pressure threshold of 199 mmhg, indicating a malfunction. Based on the evaluation, it was determined that the device had experienced a product malfunction. The most likely root cause of the issue was identified as a faulty nbp pump. To resolve the issue, a replacement nbp pump was ordered. Based on the information available and results of additional analysis, no further action is necessary at this time.